Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2025-02879. All information can be found under manufacturer report number 1314492-2025-02879. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed air-in-line during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.